Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that customer received a no delivery alarm. Customer's blood glucose was 150 mg/dl. Customer was able to resolve no delivery with a reservoir change. Reason for no delivery could not be determined as customer was not able to troubleshoot. Reservoir would be replaced.